Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer kneeled on the pump causing the touch screen to become shattered. Customer is unable to interact with the pump due to the shattered screen. Customer's blood glucose was 193 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.